Event description:
The facility was unable to supply any pt info. Previous positive hiv 1/2 donor attempting re-entry into donor pool tested negative with the abbott hiv-1 assay and positive when tested by western blot. Blood bank criteria for re-entry is a negative eia screen and a negative western blot.

Manufacturer narrative:
Code 86: add'l pt sample was returned and tested with file lot #28911m201. Code 200: add'l pt sample was tested with the file kit with a non-reactive result. Add'l sample was also tested in western blot with a negative result. The customer's results were not reproduced. This is the final report.